Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 40 mg/dl and 80 mg/dl. The customer did not mention any treatment related to low blood glucose level. The customer did not mention any symptom related to low blood glucose level. The customer also reported that the insulin pump had software error detected alarm. The customer reported that they were able to clear the alarm and rewind the insulin pump had the insulin pump also passed the self test. The customer stated that the insulin pump had stopped working and did not know what to do. The insulin pump will not be returned for analysis.